Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer stated that two weeks ago, an instability issue began suddenly with their analytical p module. The customer obtained questionable test results for twelve patient samples using the ck creatine kinase (ck) assay; the ast aspartate aminotransferase acc. To ifcc without pyridoxal phosphate activation (ast) assay; and the alt alanine aminotransferase acc. To ifcc without pyridoxal phosphate activation (alt) assay on the module. Of the data provided, the ck results for one patient sample, and the ast and alt results for one patient sample, were discrepant. It is unknown whether the results for patients a and b were released outside of the laboratory; clarification has been requested. On (B)(6) 2017, the field service representative (fsr) performed a precision check for glucose which was within specifications; however, the check for ast and creatinine did not pass. He changed the lamp and cuvettes. The instrument performed to specifications after service. On (B)(6) 2017, the customer stated they had obtained discrepant results and stopped using the module. The customer ran samples on another module to compare results. Patient a: the initial ck result was 39 u/l; repeat result on another module was 58 u/l. No data flags or alarms occurred. Patient b: the initial ast result was 28 u/l; repeat result on another module was 14 u/l. The initial alt result was 21 u/l; repeat result on another module was 10 u/l. No data flags or alarms occurred. The fsr made some adjustments, checked the reagent probes and pump pressure, and ran another precision check for ast and ck which passed. There was no allegation that an adverse event occurred. The ck reagent lot number is 22300101 with an expiration date of 11/30/2017. The ast and alt reagent lot number and expiration dates were not provided. Calibration was acceptable. Quality controls for all three assays had outliers more than 2 standard deviations from the mean. A sample issue (turbidity) could not be excluded. A review of the alarm information showed several "incubation bath water level sensor" and "water reservoir level too low" alarms. Investigation activities are ongoing.

Manufacturer narrative:
The issue was resolved by the previously reported service activities. The root cause of the issue was identified as the lamp.